Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had increasing high impedances on the right ventricular lead for several months. The threshold capture was also beginning to increase. The lead was capped and replaced. There were no patient complications reported as a result of this event.